Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter on the lumen of the tubing of a transfer set. The transfer set has been used for six months. This was found after use during the periodic exchange of the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap and an evaluation is complete. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Loose particulate matter inside of the tubing was identified during visual inspection. The reported condition was verified. Further particulate matter analysis identified that calcium carbonate and calcium stearate were both contained in the lumen of the tubing along with polydimethylsiloxane. Per the particulate matter study¿s conclusions, the near uniform presence of the particles and residue suggests a fluid within the tubing may have dried leaving behind a calcium rich surface residue. Should additional relevant information become available, a supplemental report will be submitted.